Manufacturer narrative:
Pump received with minor scratched display window, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer daughter reported via phone call that the insulin pump and reservoir cannot stay in. Customer blood glucose reading was 181 mg/dl. Customer daughter stated the part on the reservoir was missing. Troubleshoot was performed. Customer went to a hospital for non diabetes issue. Insulin pump will be returning for analysis.